Manufacturer narrative:
(B)(4). This event is still under investigation. The f/u report will be sent by (B)(4) 2011.

Event description:
Customer reported that the generator turns itself off during procedure.